Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they had high blood glucose level and no delivery alarm. Customer's blood glucose values were 298 mg/dl, 301 mg/dl, 529 mg/dl and 278 mg/dl. Customer declined to troubleshoot for high blood glucose level and no delivery. Insulin pump will not be returned for analysis.